Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis found that the inner coil near to tip end was deformed/stretched. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, the lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. It was confirmed via fluoroscopy. A revision was performed wherein the physician failed to reposition the ra lead because the helix was unable to be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.